Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at time of incident and current blood glucose level was 140 mg/dl. The customer¿s blood glucose level was 200 mg/dl. The customer was treated with manual injection. The customer reported that the drive support cap was flush. The customer was advised the pump will need to be replaced. The customer was advised to follow their medically prescribed back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device passed the delivery accuracy test. Drive support disk was inspected and no anomaly was noted. Device received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.